Event description:
It was reported that patient enrolled under the clinical trial study and underwent water vapor therapy procedure. During the procedure, no adverse events or device observations were noted, and the procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home 10 days post the index procedure. The same day of the catheter removal, the patient presented experienced urinary retention. The patient was hospitalized for further evaluation and treated with a lavage on (B)(6) 2022. Additionally, manual clot removal procedure, continual vesical lavage was performed to treat the hematuria. The patient symptoms were assessed by the clinical site as procedure related. The subject was discharged from the hospital. After that, it was notified by additional information that the facility reported this event as resolved on (B)(6) 2022 .

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient under clinical trial study underwent a water vapor therapy procedure. During the procedure, no adverse events or device observations were noted, and the procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home. The patient presented to the physician 10 days post index procedure, with retention and hematuria. On the same day, subject was hospitalized for further evaluation and treatment, which was completed with a lavage.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient enrolled under the clinical trial study and underwent water vapor therapy procedure. During the procedure, no adverse events or device observations were noted, and the procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home 10 days post the index procedure. The same day of the catheter of the catheter removal, the patient presented experienced urinary retention. The patient was hospitalized for further evaluation and treated with a lavage on (B)(6) 2022. Additionally, manual clot removal procedure (continual vesical lavage) was performed to treat the hematuria. Also, the subject presented with non-serious "citrobacter freundii urinary tract infection" (ae2) event. The event was treated with ciflox and ceftriaxone medication. The patient symptoms were assessed by the clinical site as possibly related. The subject was discharged from the hospital. After that, it was notified by additional information that the facility reported this event as resolved on (B)(6) 2022.

Manufacturer narrative:
B5: describe event or problem (updated) g2: report source and other (updated).

Event description:
It was reported that patient underwent a water vapor therapy procedure as part of a clinical trial study. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by a nurse at ten days post-procedure. On the day of catheter removal, the patient presented with urinary retention and hematuria. The patient was hospitalized for further evaluation and treated with a lavage and a clot-removal procedure. The patient symptoms were assessed by the clinical site as procedure related. Not further information has been provided regarding patient status despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient enrolled under the clinical trial study and underwent water vapor therapy procedure. During the procedure, no adverse events or device observations were noted, and the procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at home 10 days post the index procedure. The same day of the catheter of the catheter removal, the patient presented experienced retention on hematuria. The patient was hospitalized for further evaluation and treated with a lavage. Additionally, clot removal procedure was performed to treat the hematuria. The facility reported that the patient symptoms have not resolved. The patient symptoms were assessed by the clinical site as procedure related. The subject was discharged from the hospital. Not further patient complications were reported.